Manufacturer narrative:
Clinical investigation: a temporal relationship between the ccpd treatment with the liberty cycler and the patient¿s hospitalization for peritonitis event exists. However, there is no objective evidence in the file that supports a causal relationship. Peritonitis is a well-documented complication of pd therapy. Due to limited information, the source of the patient¿s peritonitis cannot be determined. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient was experiencing cramps (unknown location) and cancelled treatment to go to the hospital immediately. During follow-up, it was discovered the patient was admitted into the hospital ((B)(6) 2018 for peritonitis. Details surrounding the patient¿s hospitalization course are unknown; as the patient¿s discharge summary is not available. However, the patient¿s nurse reported the patient. Was treated with unknown antibiotics and required pd catheter (not a fresenius product) removal. The patient was transitioned to hemodialysis (treatment and product details are unknown). Currently, the patient¿s disposition remains unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
...